Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a coronary drug-eluting stenting treatment procedure, the 2.75x20 mm taxus liberte drug-eluting stent would not cross the lesion. The 80% stenosed lesion being treated was located at a bifurcation in the mildly calcified mid left anterior descending (lad) artery. No patient complications were reported. Patient status reported as "stable". However, the returned product revealed a shaft fracture.

Manufacturer narrative:
The condition of the returned device was consistent with the complaint incident. The device was returned in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 24.5cm distal from the strain relief. The break was kinked at the point of separation. This type of damage is consistent with excessive force having been applied to the device. Microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the manufacturing documentation found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause classification is operational context. As the complaint is associated with a product that meets the boston scientific corporation (bsc) design and manufacture specification but due to the likelihood that the patient anatomy or other procedural factors encountered during the procedure performance was limited.